Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information indicates that the spinal cord stimulation (scs) patient experienced charging difficulties, as the battery was not accepting a charge. A replacement charger was provided however, the issue persisted and still was unable to get any charging. To resolve the problem, a revision procedure was performed. During surgery, the implantable pulse generator (ipg) was explanted and replaced with a new unit. Electrocautery was utilized during the operation. The patient is recovering well postoperatively and expressed high satisfaction with the therapy. The explanted ipg was retained by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.